Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy and patient outcome was positive. The hospital wanted to keep the lead since it was wasted.

Event description:
It was reported that the lead broke at the first 2 electrode contacts when the stylet was pulled out. The lead damage occurred during an implant procedure. Additional information has been requested, but was not available as of the date of this report.